Manufacturer narrative:
Date of event: exact date unknown, event occurred three and half months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer working. The patient underwent an explant procedure wherein only the ipg was removed. No further information has been obtained despite good faith efforts.